Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer replaced. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site began the subsequent procedure without navigation as the data load was unsuccessful on (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system became unexpectedly unresponsive after loading data. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.